Event description:
It was reported that at the user facility that the seals of five unknown aseptic housings are deforming after one month of use. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Follow-up report submitted to document device not received for evaluation. Device not returned for evaluation.

Event description:
It was reported that at the user facility that the seals of five unknown aseptic housings are deforming after one month of use. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.